Event description:
There have been 7 incidents of blood leakage at the dialyzer header cap. Date of incident-2007

Event description:
There have been incidents of blood leakage at the dialyzer header cap. Date of incident-2007.

Event description:
There have been incidents of blood leakage at the dialyzer header cap. Date of incident-2007.

Event description:
There have been incidents of blood leakage at the dialyzer header cap. Date of incident-2007.

Event description:
There have been incidents of blood leakage at the dialyzer header cap. Date of incident-2007.

Event description:
There have been incidents of blood leakage at the dialyzer header cap. Date of incident-2007.

Event description:
There have been incidents of blood leakage at the dialyzer header cap. Date of incident-2007.